Event description:
It was reported the patient experienced a skin burn. An icepearl 2.1 cx 90 degree needle was chosen for a renal cryoablation procedure to treat a renal cell carcinoma. The treatment was completed and the icepearl 2.1 cx 90 degree needle functioned as expected. During closure, a sterile towel was removed and revealed a burn of an unknown degree on the patient's skin. The physician stated that he had placed several wet sterile towels on top of the argon hose connected to the icepearl 2.1 cx 90 degree needle, and the argon hose froze through a sterile towel covering the patient's skin resulting in the burn. Frost on the cable of the device was observed. The procedure was completed with the original device. The patient was treated for the skin burn during recovery; however, the specific details of post-procedure treatment is unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. D3: manufacturer address 1- tavor building 1, industrial park.

Manufacturer narrative:
Detailed product information was not provided to bsc as the account did not have the available information. Because the product lot number is unknown, we are unable to provide the complete unique identifier (UDI) #. D3: manufacturer address 1- tavor building 1, industrial park. E1 - initial reporter email: updated with additional information.

Event description:
It was reported the patient experienced a skin burn. An icepearl 2.1 cx 90 degree needle was chosen for a renal cryoablation procedure to treat a renal cell carcinoma. The treatment was completed and the icepearl 2.1 cx 90 degree needle functioned as expected. During closure, a sterile towel was removed and revealed a burn of an unknown degree on the patient's skin. The physician stated that he had placed several wet sterile towels on top of the argon hose connected to the icepearl 2.1 cx 90 degree needle, and the argon hose froze through a sterile towel covering the patient's skin resulting in the burn. Frost on the cable of the device was observed. The procedure was completed with the original device. The patient was treated for the skin burn during recovery; however, the specific details of post-procedure treatment is unknown.